Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was identified post anesthesia/prior to port placement. The customer performed a power cycle after the case and the issue was resolved. Visibility on both the hrsv displays maintained throughout the procedure. The procedure was completed robotically with the same procedure. There was no injury to the patient. Annex e code updated from e2401 - insufficient information to e2403 - no clinical signs, symptoms or conditions. Annex e code updated from f24 - insufficient health impact information to f26 - no health consequences or impact.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vision slice (vsl) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsl was analyzed and found in system logs, the error 45315 was found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 3 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. Video test: good video on both eyes with no anomalies. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted paraesophageal hiatal hernia surgical procedure, a clinical sales representative (csr) contacted tech support and reported that the image on the vision side cart (vsc) touchscreen monitor appeared blue. The image was normal on the surgeon side console (ssc) and external monitors, indicating the issue was isolated to the vision tower touchscreen monitor. Removing the endoscope from the vsc did not resolve the issue; the touchscreen continued to display a blue image, while the ssc and external monitors showed color bars. The caller was unable to power cycle the system as they were about to begin the procedure. System logs showed error 45315, pointing to video slice (vsl)1. The caller may attempt a hard power cycle after the procedure was completed. The procedure was completed as planned.